Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited high pacing impedance measurements and had high capture threshold. Programming changes were made. The patient was in stable condition.